Event description:
It was reported that the user experienced multiple low blood glucose events while using the ilet, with one event reaching 39 mg/dl after a period of higher glucose and with uncertainty regarding correct device use, including a recommendation from a trainer to perform a factory reset that had not yet been completed. Symptoms included weakness and shakiness. Outcomes included self-treatment with prolonged carbohydrate intake and assistance from a family member, without medical intervention or hospitalization. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed no device alerts or alarms and an unclear cause of hypoglycemia, with possible user handling or use error not ruled out. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.